Manufacturer narrative:
A device history record review was completed for provided material number 305982 and lot number 2402002. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the safety shield was observed broken from the ¿pivot¿ area (the plastic part which is directly assembled to the hub). The remaining portion of the safety shield was still attached to the hub component. Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for further review. The retained samples did not show any defect in the safety mechanism and it was possible to activate all of the safety shields by following the instructions for use (IFU). The material used to manufacture the eclipse needles is selected and tested to resist normal conditions of use. The assembly process has a system which inspects all product for proper opening and activating of safety shields with any defects rejected. Each lot manufactured is tested prior to release for safety shield activation testing (the force required to activate the eclipse safety needle product). Based on the preventive measures in place, it is of low likelihood that the safety shield was damaged prior to use. We cannot discard the possibility that the handling of the product may have had an impact in this issue. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse safety shield broke off. The following information was provided by the initial reporter: I am reaching out to report and discuss a potential fault with some of your blue bd eclipse 23g needles. I have recently had a needle stick injury following an event of trying to safety cap one of your needles, when this safety device failed, having snapped off the hinge. Following this incident, I had reported my injury via the occupation health service and luckily was deemed low risk from the nature of the incident. However, on discussion with the oh team, they had received a few calls from other nurses like myself reporting similar incidents with safety capping of needles. 1. No impact on the patient. 2. Needle stick injury to healthcare professional (practice nurse, myself). Reported to the occupational health team. 3. On (B)(6) 2024 @ 15:15. 4. Was advised needle stick injury low risk and no requirement for bloods or investigations. 5. Once. Additional info: apologies, the date of the event was 22-08-2024.